Event description:
The sales representative reported on behalf of the customer, that the plpul2020 20/ca ultra nonstick 10ft was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿diathermy tip fell out during use in surgery. The tip did not fit securely into the pencil. The reporter has confirmed the tip did not fall into the surgical site.¿ there was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: h4 manufacture date was corrected from 2023-11-05 to 2023-11-06. The device is not being returned and the photographic evidence provided does not appear to verify the complaint; therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on (B)(6) 2024 during an unknown procedure when it was reported ¿diathermy tip fell out during use in surgery. The tip did not fit securely into the pencil. The reporter has confirmed the tip did not fall into the surgical site.¿. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
Update 11jun24: "the device is not being returned and the photographic evidence provided does not appear to verify the complaint; therefore, a device malfunction cannot be verified" has been changed to "the device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified." Update: h4 manufacture date was corrected from 2023-11-05 to 2023-11-06. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the plpul2020 20/ca ultra nonstick 10ft was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿diathermy tip fell out during use in surgery. The tip did not fit securely into the pencil. The reporter has confirmed the tip did not fall into the surgical site.¿. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.